Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced auto reducing and therefore does not have effective therapy. Lead migration was confirmed by the physician therefore surgery may occur in the future. Patient denies any falls, motor accidents, excessive twisting, bending or lifting heavy objects.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the lead was revised on (B)(6)2022 to address this issue.